Event description:
Potential overexposure to heat because the product - permacol - is heat sensitive. The product has not had temperature indicators on the product until recently and there is product available to hospitals, pts and reps that still do not have the temperature sensors attached. There is no guarantee the product will perform properly if overexposed to heat for a period of time. There is shelf life data at 40 degrees celsius - 104f - showing stability for three years at this temperature. The product will be stable for short periods of time at 40c - 113f, but will start to degrade above 40 degrees c. If the product has been exposed to temperatures above 40 degrees celsius - 113f - it should not be used. If the product has been exposed to temperatures above 104f, the company states it cannot guarantee the performance of the product as it has been outside the support data range. I have been made aware of potential overexposure of permacolin areas of the country where high temperatures are common such as the sun belt states. These products do not have any specific controls when shipped to the sales reps or hospitals. They sit in airplane cargo holds, in fedex trucks, loading docs and doorsteps of sales reps without knowing what amount of time the product has been sitting in extreme temperatures.